Event description:
It was reported that during rotator cuff repair surgery the tendon anchors were not being grasped by tendon inserter (bone anchors 3 w arthro del system). The correct technique was being used, but the tendon inserter appeared to be mangled. The procedure was completed without delay using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and noted the plastic is deformed and appears to have been melted. The trigger is protruding from the handle. Functional evaluation revealed the trigger is seized and cannot be depressed. The complaint was confirmed. Factors that could have contributed to the reported event include autoclave damage. Please refer to the instructions for use for recommendation on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.